Event description:
It was reported that the user experienced hyperglycemia after a recent infusion set and tubing change on an ilet system, with a fingerstick of 427 mg/dl during the call and verified insulin delivery drops from the tubing, no leaks, kinks, or site issues observed, and glucose trending down to 337 mg/dl after additional time. Symptoms included elevated blood glucose. Outcomes included no hospitalization and reduction of glucose following corrective actions. Investigation included customer service troubleshooting with review of infusion set function and site assessment. Investigation of this case revealed that insulin delivery capability appeared intact and glucose declined over time following guidance. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as expected based on observed delivery and glucose response. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.